Manufacturer narrative:
No device was returned for evaluation. An investigation was requested of the contract manufacturer based on the photographs provided. A follow up report will be submitted when that investigation is complete.

Event description:
After dialysis treatment was initiated, the extension line ballooned under pressure of normal hemodialysis in the area below the arterial clip when the cannula was filled. At higher pressures the balloon kept expanding.

Manufacturer narrative:
No device was returned for evaluation. The contract manufacturer reviewed the photographs provided and conducted a review of the manufacture records for the lot numbers provided. Photographs confirmed the complaint. A review of the manufacture records revealed the device was manufactured according to specification. All catheters are 100% leak tested after production. Without the actual sample to evaluate we are unable to determine the cause or factors of the incident. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.